Manufacturer narrative:
. E1: address: (B)(6) hospital g4: PMA/510(k): k923607, k926214. 1. Since no actual sample was returned, investigation of it could not be performed. 2. History investigation of the product with the involved product code/lot number · since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. · in the past two years, we have not received any similar complaints of the product with the involved product code caused by the manufacturing process. 3. Cause of occurrence/conclusion since the lot# was unknown, the manufacturing record and the shipping inspection record could not be investigated. In addition, since the actual sample was not returned and investigation of it could not be performed, it was not possible to identify the cause of occurrence. Relevant IFU reference: "do not manipulate or withdraw the glldewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834..

Event description:
The user facility reported that when performing the drainage, a metal needle and the involved guidewire were used in combination. Although there was resistance when removing the wire, it was removed in that state. When the wire was inspected, it was found that a section approximately 5cm - 10cm from the distal end was kinked. The wire was confirmed by fluoroscopy. It was found that a foreign substance was remained inside the patient's body. The foreign substance was also visible on the computed tomography (CT) scan. The procedure outcome was not reported. Residue in the patient as it was not retrievable.